Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced dizziness due to bradycardia because their device reached sudden elective replacement indicator (eri) and had a pacing problem with potential loss of capture. The device was programmed off and will be replaced. No further patient complications have been reported as a result of this event.